Manufacturer narrative:
(B)(4). The phenomenon was reported to have been affected by the lighting and the color of wall.

Event description:
It was reported that during patient use, a nurse watching the graphic user interface (gu)I monitor noted that several buttons seemed to automatically be activated. Ventilation did not stop, however, the patient was transferred to another ventilator without any reported harm.